Manufacturer narrative:
Concomitant: product ID 3986ilc, lot# n22639, product type lead. Product ID 3210, serial# (B)(4), product type transmitter. Product ID 3986ilc, lot# n22639, product type lead. Product ID 7433, serial# (B)(4), product type programmer, patient. Product ID 7496-51, serial# (B)(4), product type extension. (B)(4).

Event description:
The patient reported that he had three revisions but did not remember when he had the revisions. The patient stated one was done by one doctor and a second doctor conducted a revision on his second device. They moved it to c5, c6 vertebrae. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 2182207-2008-06673 and 3004209178-2008-06692 for other events reported about this patient. It was not clear, but these reports may relate to the three revisions that the patient mentioned.